Event description:
It was reported that the patient presented to the emergency room with chest discomfort. A chest x-ray showed the tip of the right ventricular lead in left pleural cavity. The lead perforated approximately 4 to 5 cm through the patient's right ventricle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.